Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received a ¿lo¿ (readings less than 40 mg/dl) message on the adc freestyle libre sensor, but did not experience any symptoms. It was further reported the customer had contact with a healthcare professional and received treatment but no treatment details were provided. There was no report of death or permanent injury associated with this event.